Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to cup loosening. Update (B)(4) 2012 litigation papers allege that the patient suffered aches and pain in her left hip and groin, difficulty walking, stiffness and difficulty with activities of daily living, disfigurement and/or deformity, elevated levels of chromium and cobalt in her blood and injuries both permanent and non-permanent which have affected her health. There is no new information that would change the outcome of the investigation. Update - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; grayish greenish staining and fluid; thickened scar tissue around the pseudocapsulre and capsule; corrosion at base of trunnion; area of small erosion and stained synovial tissue in the acetabulum. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.